Event description:
This lv lead was implanted on (B)(6) 2011 and remains implanted at this time. An email was received on 08/21/2018 stating that threshold was reported to range from 2.5 volts to 4.5 volts. Additionally, they witnessed loss of capture in this configuration at 5 volts at 1 ms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).